Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, a guidewire was attempted to be passed through the lumen of the left ventricular (lv) lead but the tip would not extend out the of the lead. The guidewire was exchanged with the same results. It was then attempted to backload the lv lead, however, resistance was felt. The lead was replaced with the same guidewire, which passed through and was able to be positioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.